Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day post implant of this bioprosthetic valve, the patient developed intermittent but persistent mediastinal bleeding in the chest tubes. The patient was taken back to the operating room and underwent mediastinal exploration and washout. No specific source of bleeding was identified. One hour and 30 minutes later, a right pneumothorax was identified and a chest tube was placed. The valve remains implanted and no additional adverse patient effects were reported.